Event description:
Device 1 of 2:refference MFR report# 1627487-2018-06352. Additional information identified that surgical intervention was undertaken on (B)(6) 2018 wherein the leads were explanted and replaced at l3 and l4 vertebral level. Reportedly, patient has effective stimulation following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s (switzerland) l4 drg lead migrated. Surgical intervention may be pending to address the issue.